Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was implanted on an unknown date. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
This is report 1 of 4 for complaint (B)(4).

Event description:
Voluntary (B)(4) medwatch uf #(B)(4) was received. A copy will be included with this report. This report is for eleven unknown screws. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
It was reported event was a product problem. This is incorrect as this was an adverse event only. Date of explant was reported as (B)(6) 2013 this is incorrect as the actual date of explant should be (B)(6) 2012.